Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a labral repair, six ar-2922bcs were used. One implanted fine, the other 5 broke during insertion. In all 5 attempts, the eyelet and an anchor fragment remains in the patient. Patient is 16 year old female.